Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak was reported on an unspecified location of the homechoice cassette, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice claria device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during an unspecified dwell phase of peritoneal dialysis therapy. During the troubleshooting, it was reported that there was a leak at an unspecified location on the homechoice cassette that led to this alarm. The patient stated that they were not able to identify the location of the leak but there was some solution on the floor. Renal therapy services advised the patient to contact their hospital regarding the event. There was no patient injury or medical intervention associated with this event. No additional information is available.